Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user discovered the device screen was cracked, though the cause of the damage was unknown. The screen was unresponsive, and the device was subsequently returned. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. Follow-up report will be submitted when investigation is completed.